Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The long bipolar grasper instrument has been returned and evaluated by the failure analysis (fa) team. The instrument was found to have a broken main tube at the. No pieces were missing. A broken piece, measuring roughly 0.29mm x 0.013mm in size. Thermal damage was not observed. Additionally, a component adjacent to the instrument was found to have a dislodged proximal clevis. The complaint was confirmed by failure analysis. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards leading to cracking and subsequent breakage.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the long bipolar grasper instrument tip was broken. The procedure was completed with no reported injury.